Event description:
It was reported by our distributor that during checking the cot it was observed that the dampener can not be readjusted and the fowler cylinder was stuck in position above 20 degrees. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
Slide tube dampener.